Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that there was a delivery of damaged cement. Sales rep was called in regarding (B)(4) delivery. Box and the cases damaged during shipping. The two ten packs were broken and cement dried out and vials broken. The cardboard of the box was wet and damaged.

Event description:
It was reported that there was a delivery of damaged cement. Sales rep was called in regarding (B)(4) delivery. Box and the cases damaged during shipping. The two ten packs were broken and cement dried out and vials broken. The cardboard of the box was wet and damaged.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Evaluation of the product was not possible as it was not returned and photographs were not provided. There was no patient involvement. The root cause of the reported broken ampoules and damaged packaging cannot be determined as the product was not returned and photographs were not provided. It cannot be determined when the damage might have occurred but based on the description of the obviously damaged and wet box, the damage most likely occurred during transit to the hospital. Ncr (B)(4) was raised in (B)(4) 2010 to address a trend noted for damage to simplex packaging. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects. The reported event regarding packaging damage involving a simplex packaging was not confirmed as the reported product or photographs were not provided.